Manufacturer narrative:
Attempts have been made to obtain additional information regarding the reported event and to obtain samples for evaluation. No additional information could be obtained and samples were not made available for evaluation. (B)(4).

Event description:
A baxter sales representative received a report on (B)(4), 2010 of a customer that was having issues with the luer lock disconnecting itself and unwinding while in use in nuclear medicine. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. Companion samples are available. No additional information was provided.